Event description:
It was reported that the generator on the 2600 system will not stay on. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call. A follow up report will be filed when additional details become available.